Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been ranging from 108-315 mg/dl. The customer indicated that the pump settings had been recently changed in order to avoid low bg levels and the healthcare provider stated that the change may cause the bg level to increase. The customer had also disconnected from the pump one night and had not reconnected for approximately 6 hours. Tandem technical support had the contact perform a system check and the pump was found to be functioning as expected.